Event description:
I am part of the philips CPAP recall. About six months ago, philips informed me that I was finally eligible for a replacement machine. I called the phone number provided and always received the same response- hold or hang up and philips will return you call. I repeatedly held for up to an hour and waited for a return call. Never was able to connect except when their system was down, and they would return my call. Never was able to connect with philips! Then I received a new notice that I could obtain a replacement CPAP if I used the new option of requesting it online which I did. The replacement machine came very quickly, but it was a "recertified device" with a manufactured date of 10/31/2018. Since this is a personal medical device, I am not comfortable using this replacement. I called philips and was told I would get a new machine if I called a new number. That number was disconnected. I called eight different numbers and finally got someone "who could help". I told them I was not comfortable with the replacement CPAP and would not be using it. They stated that the replacement machine I received fulfilled their obligation. Do I have to accept the replacement device which I will not use? (B)(4) philips registration confirmation # (B)(4). Reference report: mw5115195.